Event description:
It was reported that the customer had a hard time reading the screen of the insulin pump because it looks pearlescent. Customer stated that she first noticed this at the (B)(6). Customer stated that her blood glucose levels have been high since (B)(6). Customer was hospitalized for a staph infection and has been on antibiotics for 3 months now. Customer stated that this has been making her blood glucose levels high. Customer performed the self test and displacement test. Customer stated that she got a no reservoir on the screen. Customer was advised to monitor the pump. Pump passed all tests and is working normal. Customer is having issues with reading the pump info on the screen. Customer would like insulin pump to be replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no display anomalies noted. The operating currents are within specification. The insulin pump powered up properly after battery installation. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. However, the insulin pump has cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads and minor scratched display window.